Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend three times when his blood glucose level was not low. Customer's sensor glucose reading was 68 mg/dl but his blood glucose level was 186 mg/dl. The customer had previously called about sensor versus blood glucose reading issues. The device was not returned.